Event description:
It was reported that during an implant on (B)(6) 2018, low out of range lead impedance was observed. The lead was damaged when cutting off the suture. It was noted that when the lead was straight impedance was normal, but when coiled low impedance was seen. It is believed that the problem was near the connector pin. The lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
The reported event of low impedance was confirmed. As received, a complete lead was returned in one piece. Procedural damage to the inner insulation at the suture sleeve tie region was noted. The cause of the reported event and damaged inner insulation is consistent with overtighten suture sleeve.